Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va088yk, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the device was not working properly. The patient lived in (B)(6), they needed help, and there was no manufacturer representative (rep) there. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the patient had experienced a loss or change of therapy. The patient had the implantable neurostimulator (ins) off for a while. It was irritating the patient's testicles. He did not really know when it stopped working for him. The patient met with a manufacturing representative (rep) and the doctor about the time the patient turned off the stimulator. It was mentioned that the patient had parkinson's.

Manufacturer narrative:
Product ID 3889-28, lot# va088yk, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated that it bothers him when he lays on the ins . The patient stated he has talked to a doctor who was willing to remove the ins . The patient stated every time he tried a new program it hurt his testicle. The patient indicated that the stimulation was uncomfortable. There were no further symptoms or complications reported or anticipate.